Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of no image was confirmed. Based on the results of the investigation, the root cause of the malfunction was a defective plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image. The event had occurred during inspection for use. There were no reports of patient involvement.